Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that in 2016, the patient was rear ended in a motor vehicle accident (mva). The ins was turned off because when the patient went to turn stimulation on, stimulation was in weird places and because the device had not worked well anyways. The patient was experiencing pain at the ins site. It was noted the patient had met with a manufacturer representative (rep) more than a year ago, and the ins will be removed in 2020. MRI compatibility guidelines were requested because the patient was in need of a MRI for the chronic pain they have had since before the implant of the device. MRI guidelines were reviewed and the caller was redirected to the doctor. On june 6, 2019, additional information was received from the doctor that follow up was sent to. The doctor reported they had not seen the patient since (B)(6) 2010, so they did not have any information to provide regarding this event. No further complications were reported or anticipated.